Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 26-jun-2024. Investigation summary: bd received six (6) samples and three (3) photos for investigation. The photos and the returned samples were evaluated and the indicated failure mode for gel smearing, gel air bubbles and excessive gel in the tubes were observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issues of gel smearing, gel air bubbles and excessive gel in the tubes were not observed. Complaints for sample quality are under statistical control for the month of june 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel smearing, gel air bubbles and excessive gel in the tubes based on the photos and returned samples. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, the customer had sample quality issues, and excessive gel in the tube. No patient impact reported.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, the customer had sample quality issues, and excessive gel in the tube. No patient impact reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.